Event description:
Note: this report pertains to the first of two reported malfunctions which occurred during the same event. It was reported to boston scientific corporation in 2008, that a jagtome sphincterotome (which is a component of the reported kit) was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on the same day. According to the complainant, during the procedure, the tome would not bow properly. The device was replaced with an autotome rx sphincterotome device. Refer to manufacturer report #3005099803-2009-00070 for details regarding the second device.

Manufacturer narrative:
(Device would not bow). The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is undetermined.